Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and could not be rebooted. The field service engineer (fse) observed that the station displayed a black screen. Auxiliary cabinet 1, drawer 2-2 was identified as causing the entire station to go down. Using a multimeter, the fse verified that the drawer 2-2 controller board was defective, measuring 0.4. The fse replaced the drawer controller board and pyxibus module control board, restoring functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary n5m was offline and could not be rebooted. The screen was blank, and the station could not be brought back online. The customer unplugged and reconnected the power cord, but the issue persisted and the pyxis machine remained offline. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.